Event description:
Received report of catheter balloon rupture while in pt. Customer contact states following air injection to obtain a wedge pressure, there was no air return. The assumption was made that catheter balloon had ruptured. The physician was notified and decided to leave the catheter in the pt temporarily. The nursing staff removed the syringe and taped off the syringe port. On either 1/15 or 1/16 (weekend and exact date unknown), the catheter was removed and replaced. The catheter balloon appeared to be intact upon removal. There was no harm to the pt.